Event description:
Initial attending advised that she attempted to place the needle through tissue, released the needle from the drivers then subsequently tried to push the needle at the swage to expose the needle tip. At this time, the needle apparently punctured a vessel. The attending lost sight of the needle and attempted to blindly grasp the needle. Once clamped, the attending reported that she had only suture in the jaws of the needle holder. The procedure was discontinued at that time and the patient was sent for removal of the needle by a surgeon.